Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had corrosion of the head and neck junction, adverse local tissue reaction and abductor deficiency following revision hip surgery of his left hip.